Event description:
According to the customer on (B)(6), "we had another baby with a small bleed post circumcision. According to the nurse dr. Abrams had to trial two clamps because the first clamp was extremely tight and the second clamp was only slightly better. Pressure and surgicel was applied to treat".

Manufacturer narrative:
According to the customer on (B)(6) , "we had another baby with a small bleed post circumcision. According to the nurse dr. Abrams had to trial two clamps because the first clamp was extremely tight and the second clamp was only slightly better. Pressure and surgicel was applied to treat". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.